Event description:
It was reported that the vessel sealer instrument was returned having provided a warning message that the blade was was exposed. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that upon visual inspection the blade was exposed. The conductor wire was undamaged. Failure analysis also observed that the instrument snake wrist was dislodged. Failure analysis was unable to perform test due to the damage to the wrist. The evidence was inconclusive, but the dislodged damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the dislodged wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.